Event description:
Patient was implanted with the halo anterior lumbar plate system at l5-s1 inferior to an l3-l5 fusion in 2008. Approximately six weeks post op the patient experienced a fall, and subsequent x-rays revealed that the sacral screws were fractured. The attending physician does not plan to revise at this time, but has noted that the patient is experiencing some increased leg pain.

Manufacturer narrative:
The device will not be returned to nuvasive and no additional evaluation of the device is possible. Labeling indicates that "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture". Although the root cause of the event is not known at this time, the reported trauma may have been a contributory factor. In the event that additional relevant information becomes available, a subsequent report will be filed.